Event description:
Pt had to be on ventilator since 8/7/93. Physician gave orders to rn to try to wean pt from ventilator. Resp tech changed settings on ventilator (oxygen decreased from 55 to 45; peep increased from 22 to 25). Pt's heart rate began to drop. Pt was coded and subsequently expired. Pt had been diagnosed as adult respiratory distress syndrome disease prior to incident. A subsequent event in which heart rate dropped in another pt's care (reported as 140181000-1993-0002 led to this event being reported.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.